Manufacturer narrative:
Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review by a clinical consultant noted: "procedure-related factors: cup malposition in absent anteversion. Use of a skirted femoral head has magnified the impingement risk. Patient-related factors: no info. Device-related factors: none, as also supported by mar findings. Diagnosis: cup malposition in absent anteversion with the impingement risk magnified by the use of a skirted femoral head has contributed to an overload condition in the bearing section of the arthroplasty with ultimately a fatigue fracture in the stem neck area." Device history review: a device history review confirmed devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot indicated. Conclusions: a review by a clinical consultant concluded: [...] "- cup malposition in absent anteversion with the impingement risk magnified by the use of a skirted femoral head has contributed to an overload condition in the bearing section of the arthroplasty with ultimately a fatigue fracture in the stem neck area".[...]. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Device not available.

Event description:
It was reported to sales rep that a patient came to hospital with the femoral stem broken after 5 years from the date of primary surgery. It was mentioned that a revision surgery was performed 2 years ago ((B)(6) 2012) for replacing the head, cup and insert. A newly revision surgery is scheduled for removing of broken femoral stem. Medical review indicated cup malposition.